Manufacturer narrative:
Batch review performed on 28-feb-2024: lot 2237419: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component revised: gmk-hinge 02.09.he12 gmk-hinge post extension 12 mm -tinbn coated (k210010) lot 2208573: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner and hinge post extension.